Event description:
On november 20, 1998 nellcor puritan bennett rec'd info alleging an incident had occurred where a pt had died while being connected to an n-200 pulse oximeter. Reportedly, the n200 was providing a reading of 96 sat and 110 rate when the pt was found dead by a physician while making his rounds. According to the reporter, the n200 has been returned for evaluation.